Event description:
Patient presented to the physician with a scab at the neck incision site that was oozing blood. Physician removed the scab, cleaned the wound, and closed the site. Antibiotics and steroids were prescribed.